Event description:
It was reported that the event occurred when the intra-aortic balloon (iab) suctioned blood towards the pump. The pt tolerated the event and the md stopped the pump directly as there was no alarm bell or no signal of fault. The pump did not stop automatically. The md thought there was an issue with the iab so the md flushed the iab and it was then okay.

Manufacturer narrative:
(B)(4).